Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report#: 2243072-2022-02337 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from us FDA reporting requirements.

Event description:
It was reported that the unspecified bd smartsite¿ luer lock connection came loose from the spike base during use. The following information was provided by the initial reporter, translated from french: "we have had several extensions with defective filters. The luer lock connection site has come loose from the spike base. This happens more and more frequently these days."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd smartsite¿ luer lock connection came loose from the spike base during use. The following information was provided by the initial reporter, translated from french: "we have had several extensions with defective filters. The luer lock connection site has come loose from the spike base. This happens more and more frequently these days."